Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that defibrillation charge on their device is incomplete. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.

Event description:
A customer contacted stryker to report that defibrillation charge on their device is incomplete. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was able to verify but not to duplicate the reported issue. During evaluation it was determined that the device disarmed twice because disconnected electrodes were detected caused by poor contact. The root cause of the reported issue was poor connection with the patient. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.